Event description:
A driver contacted (B)(6) customer service to report they reached out to patient contact, who informed them the patient was at the hospital. Therefore, the regular scheduled delivery (rsd) (B)(6) 2026 was cancelled. A registered nurse (rn) stated the patient was at the hospital for temporary in-center hemodialysis, due to the peritoneal dialysis (pd) catheter being removed temporarily to let the patient's belly rest. In an additional follow-up call, the patient¿s pd nurse confirmed that on (B)(6) 2026 the patient was hospitalized with a pd catheter (not a (B)(6) product) infection. The nurse confirmed that per the patient's medical record, the patient did not have peritonitis. The patient underwent removal of the infected pd catheter and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2026, the patient was discharged from the hospital continuing outpatient hemodialysis. The manufacturer of the pd catheter is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."